Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer reported that they had changed battery and received unexpected restart alarm. The troubleshooting was performed and advised to changed battery and received unexpected restart alarm. The customer was advised to monitor the insulin pump and that patient may continue to wear the pump until replacement arrives. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.